Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced ilet alerts that were too quiet to hear despite device and phone alert volumes being set to high. Symptoms included difficulty perceiving device alarms. Outcomes included no reported injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included phone-based troubleshooting and user education, including confirmation of alert settings and guidance to pair the device with a companion app for enhanced alert audibility. Investigation of this case revealed that the device functioned within specifications and that the issue related to alarm audibility in the user¿s environment, which was mitigated through configuration changes and use of a companion application. It was concluded, based on previously established findings for similar reports, that the cause was use environment and user interface limitations rather than a device malfunction.